Manufacturer narrative:
Device received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to motor error alarms noted. No unexpected battery power loss anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working anymore and also had motor error alarm. Customer stated drive support cap appears normal and insulin pump had been exposed to magnetic resonance image. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.